Manufacturer narrative:
Additional product codes hsz, gfa, gff. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during open reduction and internal fixation (orif) of an acetabulum, an osteotomy was repaired using drill bits and cancellous screws. While drilling, two of the drill bits broke and the fragments remained in the patient. The surgery was completed successfully. There was no surgical delay. There was no patient consequence. Concomitant devices reported: unknown 4.0mm cancellous screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.0mm drill bit/qc/125mm. This is report 2 of 2 for (B)(4).